Event description:
A 3.0 mm diameter x 15 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a mid rca lesion. Lesion morphology was reported as moderate tortuosity and severely calcified with 70% stenosis. The lesion was pre-dilated. It was reported that the physician first attempted to direct stent with another manufacturer's drug-eluting stent; however it was unable to cross the lesion. The lesion was pre-dilated and the same device was attempted a second time; this was unsuccessful. The endeavor drug-eluting stent was inserted; however it was unable to cross the lesion and was removed. The wires were exchanged and the endeavor delivery system was re-inserted. The catheter could not reach the lesion site and the physician attempted to retract the delivery system and the stent dislodged in the mid rca. The physician attempted to removed the undeployed stent by rewiring the lesion; this was unsuccessful. Two stents from another manufacturer were used to crush the undeployed stent into the vessel wall and treat the lesion site. The patient is fine.

Manufacturer narrative:
Evaluation: results: embolism-device, moderate tortuosity and severely calcified with 70% stenosis. Evaluation: conclusions: moderate tortuosity and severely calcified with 70% stenosis). Secondary intervention.